Event description:
A report was received that the patient had shooting pain on left side of her neck and shoulder due to infection at the lead site. The patient underwent a revision procedure. The physician washed out the site. The patient was given oral antibiotics. The infection was procedure related. Nothing was implanted or explanted during the revision. The patient is reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-1110-02, serial # (B)(4), description: precision implantable pulse generator (ipg) model # sc-2158-70, serial # (B)(4), description: linear lead with enhanced stylet, 70cm. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.